Manufacturer narrative:
This report is submitted on (B)(6) 2017.

Event description:
Per the clinic the patient experienced dislodged magnet during an MRI (tesla unknown); surgery to reposition the magnet was completed (date not reported). The implanted device remains.